Event description:
It was reported that an increase in threshold and impedance were observed. It was noted a pacing anomaly led to patient discomfort. Lead fracture was found. Lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead with the connector pin measuring 19.0cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.